Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, burnt skin on the patient¿s arm where the electrodes are placed (the picture of the burn is physically seen by the distributor, but hospital did not agree to share). The device was being used together with the non-medtronic machine when it happened. The burnt marks are not on the rem pads, it was on the electrodes placement of the eeg. As per user they've been doing these procedures for a long time and this the first time it happened. Patient had burn marks on the arm.